Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was capped and replaced on (B)(6) 2017. Lv quad lead had pns in every vector with high thresholds. Anatomy did not provide any other options for transvenous lv pacing. An epicardial lead was implanted. Should additional information become available, this file will be updated.